Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 127 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: call service 127 alarms were observed in the black box. The prime steps were performed and the pump was exercised for 24 hours with no call service alarms. The reference voltage was found to be below specifications at the c38 component reading. The component was removed and the reference voltage returned to normal. Unrelated to the initial allegation, the battery compartment was cracked.